Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient they were having some issues with their device and that the programmer was not recognizing the implant. This was further clarified when the patient was transferred to patient services. The patient was reporting poor communication, that they were seeing poor communication. The patient reported they would not do the MRI scan because the health care physician (hcp) was not sure if the stimulation would turn on/thought something was wrong. It was confirmed the reason for the MRI was unrelated to the device/therapy. The patient stated they were considering having the stimulator removed because their therapy had never really done much good anyway/they have had therapy issues. The patient reported they got a 50% or greater symptoms improvement for bladder but they did not get symptom improvements for fecal. There were no further complications reported/anticipated.